Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this device recorded fluctuating pace impedance measurements. Review of the remote monitor system revealed out of range measurements were recorded. Boston scientific technical services (ts) discussed the cause appeared to be attributed to a lead to head connection issue. This device remains in service and will continue to be monitored. No adverse patient effects were reported.